Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s connector became stuck and broke during attempts to remove it, after which a new cartridge could not be inserted; this reflects a failure to disconnect involving the connector/coupler component. Symptoms included no injury, clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem associated with the connector/coupler consistent with a failure to disconnect. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.